Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value 53 mg/dl at the time of the incident and current blood glucose was 152 mg/dl. Customer treated with food, manual injection, insulin pump. The customer was performed troubleshooting for low blood glucose. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).